Event description:
The customer reported that their unicel dxc800i analyzer generated one erroneous high digoxin result (3.3 ng/ml). The erroneous result was not reported out of the laboratory; hence patient treatment was not impacted. The customer ran controls before testing the patient samples for dign, and the qc results were within established ranges. The sample was repeated on an alternate instrument and lower result (1.7 and 1.8 ng/ml) were obtained and confirmed. On (B)(4) 2011, a field service engineer (fse) performed: a pvt-3 (carryover test) and pvt-5 (precision/accuracy test). Qc and precision run for dign and the results were within ranges.